Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing syncope presented in the emergency room. Upon device interrogation, right ventricular lead exhibited loss of capture and low impedance when standing. The lead was explanted and replaced. The patient's condition was good post procedure.